Event description:
A pt was implanted on an unk date with a ti locking reconstruction plate due to resection for cancer. The cancer left a large defect that was never replaced with a free flap or graft. The plate was noted to be fractured but was not removed. The fractured portion was burred down with a sidecutting bur and the pt was left unstable.

Manufacturer narrative:
Additional info has been requested. Subject device currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.